Event description:
It was further reported that the patient experienced thumping and the rv lead exhibited high thresholds, a possible capture issue, no sensing, slightly varying impedances, a significant change in r waves, low r waves and a possible dislodgement. Both leads were explanted and replaced and twiddlers syndrome was noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated atrial undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an ra lead had dislodged via chest x-ray. The lead was currently reprogrammed.

Manufacturer narrative:
Continuation of d10: 97800 urinary stim ipg doi: (B)(6) 2023, 978b128 urinary stim lead doi: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one month post implant the right atrial (ra) lead triggered an alert for high thresholds, had int ermittent high capture and impedance lead trends exhibited a bump around the same time capture changed and sensing diminished. Intermittent undersensing was also observed on presenting and stored electrograms (egm). In addition, a slight rise in right ventricular (rv) left bundle branch lead capture threshold and diminished sensing was observed all over the same time. The leads remain in use. No patient complications have been reported as a result of this event.